Event description:
It was reported that caller experienced cgm error 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer planned to call back once charging cable was available so pump reset could be completed, and no additional information was received regarding the outcome of the event.